Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced chronic pain, mesh extrusion, infections, bleeding, erosion, dyspareunia, constant foul odor, and recurrence of pelvic organ prolapse. All other information is unknown and unavailable.